Manufacturer narrative:
All the retained samples tested were confirmed full compliance with product specifications. A review of complaints from the past 12 months reveals that only 2 complaints (including this complaint) of sol-care 10ml luer lock safety syringe w/exch needle 21g*1 1/2'' (ref: (B)(4)) have been received for broken - syringe barrel issue. Based on the investigation, it is suspected that the product breakage may have been caused by rough handling during internal material handling within the manufacturing facility. To address and contain this issue, personnel involved in the handling and packaging of components and finished products have been retrained to exercise greater care and to ensure gentler handling throughout the process. This measure aims to minimize the risk of damage to both components and finished products during internal handling and subsequent transportation. Our evaluation of the risk, which follows guidance from iso 14971, indicates that the overall risk for the reported failure is low. This evaluation is based on our track and trend analysis and risk management files which are evaluated and updated constantly based on post market surveillance. As part of our continued commitment to our customers, sol millennium will continue to monitor the complaints trend for the reported failure mode and take any corrective action based on our procedures, if a significant pattern emerges.

Event description:
Customer reported the syringe was cracked.